Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a150201 captures the reportable events of stent failure to deploy and stent first flange failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during a stent placement procedure performed on an unknown date. During the procedure, the stent first flange did not open, and the device was stuck. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during a stent placement procedure performed on an unknown date. During the procedure, the stent first flange did not open, and the device was stuck. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d2b (pro code) was corrected to kns. Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a150201 captures the reportable events of stent failure to deploy and stent first flange failure to expand. Block h11: an axios stent and electrocautery enhanced delivery system were returned for analysis. Destructive and functional testing was performed. A twist was found in the outer sheath located approximately 2-3 inches from the luer when the catheter is full retracted into the lad nose. The slider moved freely, with no movement from the outer sheath. Visual inspection found the outer sheath still attached to the slider. An attempt to manually deploy by pulling the outer sheath away from the nosecone was not successful. The distal end of the stent was able to be slightly exposed but with high resistance. The handle was disassembled, and the outer sheath was found broken. This indicates the handle was twisted during use, which prevented the outer sheath from being able to move during deployment. The force applied to attempt to deploy the stent broke the outer sheath inside the handle, at the twist. Product analysis did not confirm the reported event of stent first flange failure to expand. Destructive and functional testing was performed after disassembling the delivery system. Visual inspection of the stent did not identify any evidence of this alleged issue. Additionally, evidence was found to suggest that the device was used in a manner inconsistent with the labelled indications: "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." However, after the device analysis, a twist was found in the outer sheath located approximately 2-3 inches from the luer, the handle was disassembled, and the outer sheath was found broken. This indicates the handle was twisted during use, which prevented the outer sheath from being able to move during deployment. Thus, the additional reported event of stent failure to deploy was confirmed. The investigation concluded that the additional observed damage of sheath break was caused due to the excessive forced used by attempting to deploy the stent without following the IFU; therefore, a review and analysis of all available information indicated that the most probable cause is failure to follow instructions. A product labeling review identified that the device was used in a manner inconsistent with the IFU (instructions for use) / product label.